Event description:
My daughter has glycogen storage disease 1b and is on a continuous feeding pump to sustain her blood sugar 24hr/7days a week. In early 2009, I checked on her at 1:30pm during her nap and found her in her crib eyes wide open, unresponsive and having a seizure. The seizure was brought on by a critically low blood sugar level/hypoglycemia. I immediately checked her zevex enteralite infinity pump - and found it off. Not only was the pump off but the settings -rate, dose, total and volume total- reset to the default. All the alarm settings reverted to the default settings as well. There wasn't any warning -alarms- prior to the pump turing off.